Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was detached.. The event happened during testing.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The devices were visually inspected, found lens scratched, contacts of compartment battery corrosion and downstream occlusion (dso) seal detached. The customer reported issue was confirmed. The dso seal was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The software was updated, and the device passed all functional tests after the repair.